Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy, for the first firing, firing was attempted in slow mode but the knife did not advance. The device failed to fire. Another cartridge was connected the same thing occurred. The reported products were not used on the patient. The procedure was completed with another device. There was no patient injury.